Event description:
Caller reported damage to the pump housing surrounding the usb port. There was no adverse impact to the customer's blood glucose level. The customer was unsure if the damage affected their ability to charge the pump, and images of the damage were requested. While the customer was on vacation, they decided not to continue troubleshooting at that time, leading to the case being closed.